Event description:
A malfunction was reported on the pump. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer's blood glucose level was approximately 200 mg/dl.